Event description:
It was reported that 10 hours post-op of a staar procedure, the patient required a second surgical procedure as bleeding occurred. Procedure was completed with hand suturing.

Manufacturer narrative:
.